Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for service. The database showed no quality notification/s were opened for the source device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). 8100 sn (B)(4) npi. Failing rate accuracy during pm. Bio med rate cal the module and work fine but when doing the rate accuracy getting rate of 12.9g every time. Recommend to change rate cal set, then if still failing send in to repair for evaluation due to the failure can be the logic board or the mechanism assembly. (B)(4).